Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection ("sinus infection"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting juvéderm® vollure¿ xc into the lips. Approximately 6 weeks later, patient had "hard bumps" in the lips. Patient explained to hcp they had been sick leading up this and led to (non-device related) sinus infection and was taking medication for that. Two weeks after patient was feeling better and no longer on medication, hcp dissolved the nodules and prescribed steroids. Patient is "doing better now."